Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not close on the vessel. They were unable to remove the clip applier through the 5mm port which had to be replaced as well. Another like device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Jaws disengaged from cam. H3: evaluation summary: the analysis results found that the device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. The orange indicator did not show up completely. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the manufacturing process.